Event description:
The customer reported to olympus that there was a leakage issue while using the oes bronchofiberscope. There was no patient harm associated with the event. The device was returned and evaluated, and the coating of the ig serpentine was peeling off. (1mm2 or more). This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed by reproducing the user identified defect. The additional evaluation findings are as follows: the coating of the image guide serpentine was peeling off (1mm2 or more), the adhesive on the bending section cover had a chip; due to a dent on the bending tube, the play of the right/left knob was out of standard value; connecting tube had a dent, and the universal cord had a wrinkle. The following device components were found to be scratched: eyepiece, control unit, scope cover, grip, angulation lever, up/down plate, universal cord, and the light guide connector. The following is additional information based on the legal manufacturer's investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the suggested event could not be determined. However, it is presumed that the event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use (¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ )which state: 4. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. 6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.